Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was outside of clinical use. Philips field service engineer (fse) visited onsite and confirmed the reported problem. Review of the logfiles confirmed the error "inconsistent image store". Fse identified that the system gave an alert stating inconsistent image store. The fse replaced the ippc. After that, the system was returned in good working condition and was ready for clinical use. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system produced a remote monitoring alert of ¿inconsistent image store¿, which could impact imaging. Due to the lack of information, we are conservatively reporting this event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was outside of clinical use. A philips field service engineer (fse) evaluated the system onsite and confirmed the reported problem. Review of the logfiles confirmed an inconsistent image store issue. The cause was not identifiable via log file analysis. The fse replaced the ippc to resolve the issue. After that, the system was returned to use in good working condition and ready for clinical use. The ippc was returned for further analysis. Functional testing was performed, and no failure was observed. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.